Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that an alert was triggered for ventricular oversensing on the right ventricular (rv) lead, however interrogation indicated there was no actual oversensing. The clinician stated that there was a short run of ventricular tachycardia (vt), and then the episode is labeled as noise on the last beat prior to self terminating. The rv lead remains in use. No patient complications have been reported as a result of this event.